Event description:
It was reported that during treatment of a chronic totally occluded lesion with heavy calcification, the tip of the progress guide wire was too stiff and the polymer cover makes the guide wire slippery, which caused a dissection. The dissection was treated with stent implantation. The patient was treated successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.